Event description:
Per the clinic, the patient experienced a lack of benefit from the device. The issue could not be resolved. The device was explanted on (B)(6), 2012. It is unknown if there are plans to reimplant as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)